Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient was hospitalized due to diabetic ketoacidosis for a total of 8 days in different weeks. In the first week, the patient was admitted into the intensive care unit for 3 days and 2 days in the second and fourth week as well. For the other days, the patient was kept under observation in the room. The patient was treated with one tablet of omeprazole in the morning and insulin via IV. The blood glucose results were not provided.